Event description:
Additional information was received from the hcp. They reported the patient first noticed that the device was not helping their symptoms on (B)(6) 2019. The patient's weight at the time of the event was reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1540p, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1540p, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the system was disposed of. It was updated that this was not related to the implant procedure. It was also noted that the patient had a loss of efficacy. This issue was resolved without sequelae on (B)(6) 2019 when the system was explanted and not replaced. It was further reported that the lead had migrated/dislodged.

Manufacturer narrative:
Product ID: 3889-28, lot# va1540p, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was possibly related to the device or therapy, and that the outcome of the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient noticed the lead stuck out at their lower back and caused intermittent discomfort at the implanted neurostimulator (ins) and lead insertion site. They wanted an MRI soon and wanted the device removed since they believed it wasn¿t helping their symptoms. It was noted that their amplitude was consistently at 4.7 and they were scheduled for a system removal for (B)(6) 2019. This issue was noted to be ongoing. No further complications were reported or anticipated.